Event description:
Customer reported getting false negatives on the consult diagnostic hcg cassette. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
The customer did not provide a lot number; therefore, it is not possible to perform any further investigation to determine root cause. This complaint issue will be subject to tracking and trending. There is no corrective action at this time, as no product deficiency was established.